Event description:
The account stated this bed has the same issue as one month ago. The power control module was replaced due to expired fuses. The account stated the bed has no power again.

Manufacturer narrative:
The technician found the f5 fuse blowing due to the left ucm cable shorting on the siderail bracket. The jacket on the siderail was torn and exposing wiring. The technician replaced the ucm cable to repair the bed.